Event description:
It was reported a sjm representative met with the pt due to the pt's complaints of abdominal stimulation. The pt is only receiving stimulation in her left side and abdomen. The sjm representative was unable to resolve the issue with reprogramming. An ap lateral x-ray indicated the lead is in place but has slightly flipped sideways. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.